Event description:
The scope was faulty and not working properly. In the middle of the procedure we had to take everything apart and reset up the equipment with a new scope to be able to complete the procedure.